Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference (B)(4). Device unavailable for return.

Event description:
As reported to angiodynamics on march 22, 2017: when flushing the port, the patient reported experiencing slight pain. It was noted the port catheter had fractured. It was reported the defective device was removed. The patient did not suffer any adverse effect due to this event. It was reported that the disposable device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
This complaint file (B)(4) has been canceled in angiodynamics' complaint system. The sales rep had estimated that the reporting account had 8 events, however, upon further investigation, there were only 6 events. Therefore, this complaint is not required. This supplemental medwatch is being filed in order to report this change in status. Complaint reference (B)(4).